Event description:
It was reported that this patient's device was showing high impedance. The doctor stated that the patient was last checked in may and diagnostics were ok. The doctor stated that no lead fractures were found within x-rays that were taken, and the patient has been referred for a revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.